Manufacturer narrative:
Citation: ignazio condello, giuseppe speziale, flavio fiore. Comparative analysis of irrigation mist and co2 vs. Direct co2 blower in on-pump coronary artery bypass grafting anastomosis: efficacy, efficiency, and fibrillation upon de-clamping and micro-embolic. Medicina 60, 2035 2024. Https://doi.org/10.3390/medicina60122035 earliest date of publication used for date of event. B2: patient outcome: insufficient information regarding outcomes provided. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparative analysis of irrigation mist and co2 vs. Direct co2 blower in on-pump coronary artery bypass grafting anastomosis. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: clearview blower/mister. Among all medtronic clearview patients adverse events included: ventricular fibrillation, and micro-embolic gas activity. No further information was provided pertaining to medtronic products.